Event description:
It was reported that during a routine mammotome core biopsy procedure the c-arm of the machine began to 'drop' voluntarily. The pt was on the table with a needle inserted in breast when the c-arm began to move. The movement caused the needle to move in a downward direction resulting in transient breast discomfort. The radiology technician attempted manual manipulation to stop the movement and was unsuccessful. The c-arm stopped after reaching the default position; the technician manually removed the needle from the patient's breast and removed the pt from the table.